Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) had a percutaneous endoscopic gastrostomy with jejunal tube (peg-j) placed. On (B)(6) 2016, daughter reported that the patient had been hospitalized due to ileus. Duodopa specialist visited patient to follow up. It was reported that the jejunal tube had a knot and food residues had entangled which led to a bezoar. Due to the ileus, patient underwent emergency surgery on (B)(6) 2016. During surgery, complete tubing system was removed and a jejunostomy with a fresenius-kabi tube was placed.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.